Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 06-mar-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was cut in half and coated in viscoelastic residue. The lens was cleaned, scratches and damage were observed on the surface of the lens. The complaint simplicity device was visually inspected revealing that the tip of the cartridge was slightly deformed. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge indicating that an adequate amount of ovd was used. The lens module was opened and no ovd was observed inside the lens module. No damage was observed inside the lens module that would indicate that the plunger rod advanced incorrectly. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue was observed. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of difficult to use was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was removed from the patient's right eye, after it was implanted, because it had a scratch at the optic. The procedure was completed successfully with another dib00v model lens. There was no patient injury reported. Through follow-up we learned that the iol was cut, and a slight stress on the wound site was fine. The patient prognosis seems to have no particular problem. A sufficient amount of ophthalmic viscosurgical device (ovd) was used and the iol was released as expected. The physician reported that there seemed to be slight resistance using the plunger. No further details were provided.